Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. On (B)(6) 2014, the medical surveillance specialist (mss) spoke with the patient's spouse (reporter) to obtain and verify information. The reporter indicated that the font size on the display was not big enough. The reporter confirmed the patient did not develop any symptoms or receive any treatment due to the alleged issue. Replacement product was sent to the patient and subject product is expected back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (09/22/2014), the patient¿s meter has been returned on 7/10/2014 and evaluated by lifescan product analysis on 9/3/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.